Event description:
Pt presented to our office regarding implant 1127 having 10mm of bone loss surrounding this site. Dr. Grimard elected to remove this implant today and replace it with a new one. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)